Manufacturer narrative:
This report was identified as part of the remediation effort reviewed with the FDA center and (B)(6) districts on (B)(6) 2016.

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the colibri ii device had a jammed trigger. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.